Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The customer failed to properly cycle cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. And the customer had been using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and use room temperature insulin. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.